Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the elevator broke. An x-ray was performed to ensure the patient did not retain a foreign body. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The elevator #77r (part# 09-0313, lot# 040617c17) was visually evaluated. The elevator showed signs of significant use, with some scratching on the handle, pitting on the serrated tip and the shaft leading to the tip, as well as a fractured tip. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force was applied, beyond what the instrument was designed to encounter. The instructions for use (IFU) for this product states in the section titled 'warnings and precautions': avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The following sections were updated: ethnicity, date of this report, lot number, device availability, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer , device manufacturer date and additional narratives/data.